Event description:
It was reported that (1) tcr75 was used during a gastrectomy procedure. It was reported by the representative that the surgeon fired tcr75 instrument. The surgeon cut and stapled 75% of tissue but would not finish firing. Opened another device to complete the case. There was no consequence to pt.